Event description:
The device was used during a laparoscopic vein removal procedure. Reportedly, the clips did not load properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.